Manufacturer narrative:
The complainant did not return the device to mmdg. Evaluation cannot be performed, and the complaint remains unconfirmed. As stated in the event description, the patient did not experience any adverse effect as a result of the reported event. This MDR is being submitted because the reported overrun event involved a pediatric patient.

Event description:
The initial reporter stated: "caller states bag full and has air in line but pump isn't alarming as it did in the past. Pump not telling her when bag empty. Mixed formula rate-27ml/hr dose-infinity caller states she only puts 200ml in the bag at a time. Not getting no food alarm as before." After some troubleshooting, the caller was instructed to contact the patient's provider and inform them that the pump was not alarming properly. During a follow-up conversation, mmdg clinical learned that, rather than return the device to the provider, the patient's mother had instead cleaned the machine and stated "everything is working fine." She reported no adverse events, and required no further follow-up. (B)(4)